Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The catheter and pump were explanted at the beginning of december. The patient was reported to be doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The explant occurred on (B)(6) 2019. The physician had discarded the devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the revision was not performed, as it was going to be performed in december.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mcg/ml at 350 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient had drowsiness and weakness on (B)(6) 2019 for a suspected overinfusion of baclofen. The physician changed the dose to 250 mcg/day (from 350 mcg/day). Currently, the patient was monitored at the hospital and was doing well. The pump would be checked the afternoon of (B)(6) 2019. The issue was not resolved. The patient status was alive - no injury. Contributing factors were unknown. Further complications were not reported. Additional information was received. The pump was checked the afternoon of (B)(6) 2019. 14 ml was found inside the reservoir, but 9 ml was the expected volume on the clinician programmer. The hcp decided to remove the drug and fill the pump with normal saline. They programmed the pump to minimum flow rate. The patient was monitored at the hospital and the drugs were administered orally. Additional information was received. It was stated revision of the catheter and pump would be performed next month, but no date had been scheduled yet. It was also stated the patient was doing well.